Event description:
Atrium medical corp received a complaint of seroma formation from a customer of st. Jude medical, (B)(4). The surgeon created a straight-line shunt in a patient with a previous atrium graft whose shunt had closed, according to the e-mail received from st. Jude. A 5mm sw advanta vxt w/ gds (lot # ah0450603r) was used to create a shunt from the brachial artery to the cephalic vein on (B)(6) 2010. According to the notes, a seroma occurred approx. 2cm from the artery, and the surgeon decided to replace the graft partially with a segment of another 5mm sw advanta vxt (lot# ah0770230r) on (B)(6) 2010. A similar seroma appeared in this segment as well. According to the e-mail, ¿ the physician attempted to stop the seroma by using adhesive, styptic, and cotton, but failed.¿ the graft was removed on (B)(6) 2010 and a shunt was created on the opposite side with native vessel. The explants were sent to atrium to be analyzed to determine the cause of the seroma formation.

Manufacturer narrative:
Two graft segments were returned in sealed containers submerged in liquid, presumably formalin. Each container was labeled with the lot number of the graft. Lot # 0450603r was approx. 3 cm in length, and had visible sutures on one end, presumably where the graft was sutured to the artery. A significant amount of tissue was observed on the adventitial surface of the sample. No obvious defects or clamp marks were seen, although the tissue may have covered a clamp mark that may have occurred during implantation. Lot # ah0770230r was approx. 1.5cm in length. Sutures and a clamp marks can be seen where this graft segment was attached to the previous graft. No adventitial tissue was seen on this graft segment. The qc records for both lots of graft material were reviewed and no abnormalities were seen. All records, data and observations indicate that the product was manufactured according to specifications.